Manufacturer narrative:
The results of the investigation are incomplete at the time of this report.

Event description:
The event is reported as: the customer alleges that when assembling the handle and blade for intubation in the operating room, it was realized that the light on the stubby was operating intermittently. The intubation was delayed long enough to obtain other handle which operated as intended. No report of a pt injury.